Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 536 mg/dl. The customers husband assisted in addressing elevated bg with a manual dose injection. A replacement pump was sent to the customer to resolve the issue.